Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the abutment screw (unihg). The screw was extracted fromcrown and implant.

Manufacturer narrative:
The event that was initially submitted on report MFR-0001038806 - 2018 - 00656 on june 28, 2018 was submitted in error. The event of a stripped (damage drive feature) that was reported would not likely to cause or contribute to a death or serious injury if it were to recur. This would not be a reportable event and no further submission will be needed for this device where a death and or serious injury was not reportedly associated with this event. This event is not a reportable malfunction that would cause or contribute to a serious injury if were to recur. The following sections were updated: date of this report, manufacturer, expiration date, UDI: (B)(4), contact office - name/address, office contact - manufacturing site, follow-up number, follow up type, device manufacture date. The following section was corrected: describe event or problem.

Event description:
Customer attempted to use abutment screw (unihg), but it stripped.